Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument and instrument data, the fse proactively adjusted the gains and calibration. The fse also cleaned the autosampler barcode reader, checked the alignment, and ran qc material. The fse concluded that the cause of the discordant hgb result was unknown. No conclusions can be drawn as to what caused the discordant high hgb result. The qc results were in range. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
A discordant high hemoglobin (hgb) result was obtained with 1 patient sample on an advia 120 analyzer. Blood samples from a husband and wife were analyzed a few minutes apart. The wife's initial hgb result (which was flagged high by the system) was released to the physician. The laboratory questioned the wife's hgb result because it was elevated and nearly identical to the hgb result for her husband. The laboratory re-tested both samples manually. The manual testing yielded a markedly lower hgb result for the wife, and a result for the husband that matched his initial hgb result. (There were no discordant hgb results reported out for the husband.) A fresh sample was re-drawn from the wife, and retested on the advia 120, which yielded a result that matched the manual repeat testing result. A corrected result was reported to the physician. There were no known reports of patient treatment being delayed, altered, or prescribed. There were no known reports of adverse health consequences due to the discordant hgb results.